Manufacturer narrative:
510(k) # is k073231.

Event description:
On (B)(6) 2011, the patient contacted lifescan alleging that the onetouch ping meter was reverting to the date/time setup every time the meter was powered on. There were no allegations of harm or injury. Lifescan received the meter involved with this complaint on (B)(6) 2011 and completed the device evaluation on (B)(6) 2011. Investigation found corroded battery contacts with the returned meter. There is no indication that the product caused or contributed to an adverse event; however, this complaint is being reported because the returned meter failed testing.